Event description:
I have the mighty bliss electric heating pad model na-h1121b, lot no: 210807. This lot number is not listed on the recent recall but it's also hazardous. One night I had it plugged in but not turned on. In the middle of the night the control got so hot that it burnt my hand and woke me up. I immediately unplugged the pad to avoid a potential fire.